Manufacturer narrative:
(B)(4) the device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue. Device discarded by facility.

Event description:
During a convergent case, they finished the posterior wall of the heart and the surgeon elected to go anterior to the left pulmonary veins. During the ablation blood was noted returning through the epi-sense catheter and then in our field through the scope. The ablation was aborted and the chest opened. Patient was placed on pump. The surgeon identified a hole in the left atrial appendage that he felt was a mechanical tear from the epi-sense catheter. He did do pulmonary vein isolation with the osl2 and used the laa145 since he had the chest open. The patient is stable. At this point, it is not felt that the patient experienced any additional untoward events other than the unplanned sternotomy, bypass, and blood product transfusion. As of 5/27/2016 per follow-up we are told that the patient is doing well. He is extubated, alert and talking in nsr.